Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The 86% stenosed, 3.4x30mm eccentric target lesion was located in the moderately tortuous and moderately calcified, <=45 degree in bend restenosed circumflex artery (lcx). The lesion was predilated with another manufactures 3.5x20mm balloon catheter with 80& residual stenosis. The 3.50 x 32 mm synergy stent delivery system was advanced for treatment. However, the device was unable to cross the lesion. The device removed and it was noted that the stent tip was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patients condition was stable.